Event description:
The clinician reports the implant was inserted on (B)(6) 2017 in ada 14. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.